Event description:
It was reported that the computer of the navigation system ii - cart would not start up during testing or set up prior to the procedure. Because of this, the surgeon elected to use traditional methods instead of navigation for the procedure. The user facility was unable to provide any information regarding what type of procedure or what software was to be used with navigation. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the computer of the navigation system ii - cart would not start up during testing or set up prior to the procedure. Because of this, the surgeon elected to use traditional methods instead of navigation for the procedure. The user facility was unable to provide any information regarding what type of procedure or what software was to be used with navigation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
If the surgical procedure has not been started when the use of navigation is canceled, there is no additional safety risk to the patient caused by the navigation system. The safety instructions ((B)(4)I) of intellect cranial navigation request that: a. To avoid increased patient stress, all planning steps be performed before the patient is given any anesthesia. Planning steps are often performed the day before the surgical procedure, to allow extra time to rescan patient images if it is determined during the planning steps that existing images are not usable. B. To avoid increased patient stress, the ¿system setup¿ of the navigation system be performed preoperatively before the patient is given any anesthesia. ¿system setup¿ steps are required by the navigation system and are part of testing the equipment before it is being used on a patient. Taking these safety instructions into account, any failure of the navigation system prior to registration of the patient (step after ¿system setup¿) would not result in any increased patient stress. There are no previous reports of the cancellation of the use of the stryker navigation system prior to the start of a cranial surgical procedure leading to adverse consequences, medical intervention or injuries for users or patients.